Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitraclip device thrombosis is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclips remain implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is filed for thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The atrial septal puncture was performed and heparin was administered. The activated clotting time (act) was at 250 and the guide wire was inserted. One clip was implanted in the middle of the anterior2/posterior 2 (a2/p2) leaflet segment. A second clip was implanted next to the first. A "puff of smoke" was noted in the auricle of the left atrium, which was determined to be thrombus. Warfarin was administered as treatment of the thrombus and heparin was continued. Two clips were implanted and the mr reduced to grade 1-2. Transthoracic echocardiogram (tte) was performed after the procedure and the thrombus had resolved. No additional information was provided.